Event description:
It was reported that during a prostatectomy procedure, the clips would not advance. The issue occurred with three successive appliers. After delivering correctly three or four clips, the appliers would lock on the tissues. Each time, the surgeon had to use force to remove the devices. One of them triggered a benign lesion of a neurovascular pedicle. The patient is currently fine. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.